Event description:
Powerglide placement was attempted. Catheter coiled and kinked in patient making removal very difficult. It was quickly obvious that there was an issue and catheter was never infused or used in any way.

Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of reya 1482 showed no other similar product complaints from this lot number.